Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, the reported event that the monitor did not start up may have been caused by the power supply board failure due to aging, because 6 years and 4 months have passed since the device was manufactured. In addition, the phenomenon that the endoscopic image was not displayed may have occurred because the control board failed due to aging. The failure of the power switch connector was not an event shortly after delivery, and there was no abnormality in the manufacturing history, so there is a possibility that it was damaged by the user's handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to omsi for evaluation. Omsi inspected the device and confirmed the following; the power connector was damaged, but the power cable could be connected. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the delivery inspection, the device didn¿t turn on when demonstrating. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus medical systems (B)(4) private limited (omsi) and found that the monitor did not start up due to a power supply unit failure. And the y/c video signal and dvi video signal were not output to the monitor and the endoscopic image was not displayed, due to a defect in the printed circuit board. In addition, the device turned on and off repeatedly by itself due to a power supply failure.